Event description:
It was reported the customer experienced continuous decreased blood glucose levels of 40 mg/dl. Customer consumed carbs to address bg. Cause was unknown. Customer declined further troubleshooting from tandem technical support.